Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Vascular access was obtained via the femoral vein. The 90% stenosed, eccentric shaped, 75mm in length, de-novo target lesion was located in the non-tortuous, mildly calcified, 12mm in diameter iliac vein. The lesion was not pre-dilated. During the procedure, the shaft of this 12x90/8fr wallstent uni broke inside the introducer sheath despite no resistance experienced. The sheath and the wallstent were removed from the patient together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Vascular access was obtained via the femoral vein. The 90% stenosed, eccentric shaped, 75mm in length, de-novo target lesion was located in the non-tortuous, mildly calcified, 12mm in diameter iliac vein. The lesion was not pre-dilated. During the procedure, the shaft of this 12x90/8fr wallstent uni broke inside the introducer sheath despite no resistance experienced. The sheath and the wallstent were removed from the patient together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the t-bar connector had been moved forward off the stainless steel shaft by approximately 155mm. It was noted that the shaft of the device was kinked at approximately 87mm and 155mm proximal to its distal end. Some of the distal stent wires were visible at the distal end of the outer sheath, indicating that the stent had moved from the stent cup and holder within the outer sheath. The distal tip of the device was detached and sitting on the distal end of the outer sheath. The t-bar connector was moved proximally back on to the stainless steel shaft and the inner shaft was removed. It was not possible to deploy the stent as it was stuck within the outer sheath. Examination of the inner shaft noted that there was evidence that glue had been applied to attach the tip. Further examination of the inner shaft noted that it was kinked at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. Analysis shows that the t-bar connector/valve body was moved forward off the stainless steel shaft. The dfu states the following with regard to retracting the exterior tube/outer sheath "the exterior tube is easily retracted by immobilizing the stainless steel tube in one hand, grasping the valve body with the other hand, and gently sliding the valve body along the stainless steel tube. Retraction of the exterior tube permits the open end of the exterior tube to release the stent from constrainment". (B)(4).